Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two opening on the posterior side assessed, as surgical damage like. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. Yellow particle inside device. No further actions are required, as the device was implanted.

Event description:
The device has been explanted.